Event description:
Pt was revised to address thigh pain.

Manufacturer narrative:
Examination was not possible as the devices were not returned. Review of the device history records was also not possible, as the product and/or lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.